Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tenaculum forceps instrument associated with this complaint and completed its investigation. Failure analysis (fa) confirmed the reported issue as the instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. Fa concluded this failure is attributed to a component failure and related to device design. A review of the site's complaint history does not show any additional complaints related to this product or this event. A review of the instrument log for the tenaculum forceps associated with this event has been performed. Per logs, the tenaculum forceps was last used on (B)(6) 2021 on system (B)(4). The instrument had 8 lives remaining. This complaint is being reported due to the following conclusion: this instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if a report was submitted to the FDA by the initial reporter. .

Event description:
It was reported during a da vinci-assisted myomectomy surgical procedure, the instrument cable broke on the tenaculum forceps instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) completed customer follow-up and obtained the following information: the instrument was inspected prior to use with no damage noted. The surgeon was grasping a fibroid when the reported issue was observed and there was no known instrument collision during use. The customer is also unaware that any fragments broke off the instrument.